Event description:
It was reported that during an attempt of the spaceoar injection, the patient's anatomy was difficult, and the needle bent. The needle was withdrawn, and a second kit was attempted to be used. However, due to the patient's difficult anatomy, it was decided to abort the procedure. The patient was under general anesthesia. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment.